Event description:
It was reported that while the patient was hospitalized, the patient noted to be feeling symptomatic and could feel extra beats. Electrocardiogram (ECG) strips appeared to show pacemaker spikes on the t-wave. The spikes were noted to be due to artifact. It was indicated that the patient had a urinary ipg system implanted which may be picked up on the ECG. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 3058 interstim urinary ipg, (B)(6) 2013; 3058 interstim urinary ipg, (B)(6) 2013; 3889-28 interstim urinary lead, (B)(6) 2013; 3889-28 interstim urinary lead, (B)(6) 2013. (B)(4).